Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver failed to charge and boot because it was perpetually rebooting. The receiver case was opened to detach u1 pcba and retrieve the receiver download. After reviewing the receiver download, numerous receiver reboots and errors recovery within the investigation window errors were observed. The reported event of initializing screen without manual restart was confirmed during the receiver review. A root cause could not be determined.